Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy for a sinus tachycardia. Boston scientific technical services (ts) reviewed the episode and noted that some atrial sensing fell into cross chamber blacking resulting in functional undersensing. As a result, the ventricular rate becomes greater than the atrial rate by more than 10 beats per minute. The device delivered anti-tachycardia pacing (atp). Once atp is delivered there are no discriminators available, only rate and duration which resulted in shock delivery. Ts recommended programming v>a off to prevent recurrence; the recommeded reprogramming was performed. Ts also noted evidence of oversensing of the minute ventilation sensor on the atrial channel. Ts recommended further investigation as mv oversensing is often due to a high impedance condition. The patient will be brought back in for further troubleshooting.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Ts reviewed device data noting a rise and decrease in right atrial (ra) lead pace impedance measurements they suspected to be the result of patient condition due to the gradual change in measurements. Some sub-threshold mv artifact was observed on the ra channel but it was not marked by the device. The mv artifact was noted to only be observed during periods of higher pace impedances. Additional system testing was advised. This system remains in service.